Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the closure with a 5f mynx control vascular closure device (vcd) failed because hemostasis was not achieved. Manual compression was applied after the device was removed. There was no reported patient injury. Both button 1 and button 2 were pressed during use. The user is experienced with the mynx. There was no damage to the button, and it depressed. The device storage temperature did not exceed 25 °c. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the closure with a 5f mynx control vascular closure device (vcd) failed because hemostasis was not achieved. Manual compression was applied after the device was removed. There was no reported patient injury. Both button 1 and button 2 were pressed during use. The user is experienced with the mynx. There was no damage to the button, and it depressed. The device storage temperature did not exceed 25 °c. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). One non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed, while button 2 was observed partially depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeves, these were returned retracted as expected per the activation of the deployment mechanism condition. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was partially retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. No deployment simulation could be performed as the unit was received without a sealant to be evaluated. Nevertheless, the condition of button 2 was reviewed by fully depressing button 2, which resulted in complete retraction of the balloon as expected. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inability to achieve hemostasis event reported after device removal as the device was received with button 2 partially depressed and the balloon partially retracted. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis, and the user reported that there were no issues noted during balloon retraction or the button #2 step. As stated in the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.